Event description:
It was reported via a call from the biomed supervisor to the clinical support specialist (css) at 10:58 mdt that the pump (s/n (B)(4)) monitor went blank and the pump stopped pumping during use. The intra-aortic balloon (iab) was inserted through the sheath via femoral approx 1 day prior to the event. The biomed stated that this happened three times within five minutes. The css first verified that the pump is currently pumping now. The biomed stated that after the third time powering the pump off and then back on there have been no issues. The biomed also stated that the pump is achieving the goals of therapy as reported to the biomed by the nurse. The css had the biomed make sure that the cord is properly attached to the monitor and the biomed stated that it is. The biomed then stated that they had put a purchase order in for a preventative maintenance (pm) to be done on all pumps (4 pumps), but have not heard back from the field service rep (fsr). The css told the biomed that he would contact the fsr and relay this info. The css again verified that the pump is still running properly and advised the biomed that if it happens again they should change the pump out for another pump. The css left the biomed the direct number should they need to call again. The css then called the fsr and passed on all of the above, including their request for a pm on all of their pumps. The fsr stated giving them a call. There were no alarms that occurred nor were pump strips generated. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an unk time of delay or interruption in therapy noted. The pt outcome is unchanged. An update received on 04/25/2013 stated that per the cath lab manager there was no issue with the pt. The css reported they were able to continue pumping within 5 minutes with no harm to the pt.

Manufacturer narrative:
(B)(4). Add'l info received on (B)(4) 2013 per field service report: symptom - pump shut down 3 times, pm, replaced battery, replaced fiberoptix sensor (fos) slider. Findings/action taken: the biomed supervisor states the iabp shut down 3 times within 20 minutes. Filed complaint then nurse was able to run pump continuously for 4 hours. Could not duplicate the problem. Replaced battery and fos slider then performed pm. System functional and back in service. Device will not be returned for eval.